Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested med records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was diagnosed with peritonitis during a peritoneal dialysis clinic visit, on (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not done a mask. The patient was administered an unk drug name, route, dose, and frequency for peritonitis. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. On an unk date in (B)(6) 2014, the patient was admitted to a hosp, due to an episode of peritonitis. On (B)(6) 2014, while admitted, the patient had their peritoneal dialysis catheter removed, a hemodialysis catheter was placed, and their treatment modality was changed from peritoneal dialysis to hemodialysis. As of (B)(6) 2014, the patient continues to be hospitalized, the outcome of the peritonitis is unk, and the patient continues hemodialysis treatments.